Event description:
The customer contacted beckman coulter inc (bec) in regards to an accutni result within the normal reference range for one ER patient's sample generated on the unicel dxc600i synchron access clinical system. However, upon repeat the sample generated result within risk stratification range. A subsequent sample was ran, which resulted in normal. The customer did not provide patient result data. The initial result was reported out of the laboratory; however it is unknown if patient treatment was impacted by this event. Sample collection information, the centrifugation information, and system information was not provided. Service was not dispatched for this event. This MDR is associated with 2122870-2011-04666.

Manufacturer narrative:
Service was not dispatched.